Event description:
It was reported that the connector of the ureteral catheter did not lock even when turned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the connector of the ureteral catheter did not lock even when turned.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. The product had caused the reported failure. Based on the evaluation, it was observed that the touhy borst adaptor did not lock well even when turned and the tiger tails can move. There were no abnormalities at connector of touhy borst. The exact cause on how and when problem occurred could not be determined. A potential root cause for this failure could be defective components from supplier or can contributed by user related during product handling. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿direction for use 1. Method of use dispense after single use and do not reuse since the device is a disposable product intended only for single use. 2. Precaution of use 1) inserting the ureteral catheter, especially without the stabilizing support of a guidewire, be aware that ta malfunction may occur where the flexible tip may detach if excessive force is made in contact with the walls of the bladder, ureter or renal pelvis. Should the flexible tip portion of the catheter become detached, consider retrieval with an endourology grasping device 2) do not withdraw ureteral catheter while it is deflected in endoscopy. It is possible that the catheter may dissected or fracture. 3) avoid sharp bending 4) do not over-tighten the catheter adapter. Over-tightening the catheter adapter may occlude the lumen of the catheter.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.